Event description:
The manufacturer's representative states the pt reported a loss of sensation from waist down. Per the report, the pump contains a mixture of morphine 60 mg/ml, fentanyl 8000 mcg/ml, bupivicaine 10 mg/ml and baclofen 100 mcg/ml. The pt was on 35 mg/day of morphine when the symptoms started. After the symptoms began, bupivicaine was removed and pump was refilled with only morphine and fentanyl. It is unknown if the pump also contained baclofen. The pt has been receiving this mixture for about a week now and symptoms have not improved. The reporter stated that the clinicians have ruled out a granuloma, but stated that they believe they may have found something on imaging to explain the symptoms, but wasn't sure what it was. According to the reporter, the current treating hcp does not believe symptoms are related to drug infused, but is not certain. A follow-up report will be sent if add'l info becomes available.